Event description:
It was reported the customer had a low blood glucose event. The customer's blood glucose was 20 mg/dl. Customer's husband had to call the paramedics to treat the customer's low blood glucose. The customer was unsure what caused their low blood glucose. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.